Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh as implanted. It was reported that following insertion the patient experienced pain, urinary problems, recurrence and dyspareunia. It was reported that the patient underwent excision of urethral mesh, urethral lysis, autologous fascial urethral sling, cystocele repair and cystoscopy on (B)(6) 2014 due to painful pelvic mesh. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to mixed incontinence.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted concurrently with cystoscopy to treat mixed incontinence. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures.